Manufacturer narrative:
A portion of the lead was returned, but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead was severed, surgically abandoned, and replaced due to high out of range shock impedances. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Only the terminal segment of the lead was returned, severed approximately eleven centimeters from the terminal end. The remainder of the lead was reported surgically abandoned. Testing was completed to assess lead electrical performance and inner insulation integrity of the returned segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high impedance.

Event description:
This report is being filed as evaluation has been completed on the returned portion of the lead.